Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to insulin flow block alarm, and alleged possible under delivery anomaly. The customer blood glucose was unknown at the time of event and the hyperglycemic event was treated with insulin pump (subcutaneous insulin infusion) and manual injection. The event involved product(s) mmt-242a, mmt-1884, mmt-7040a, mmt-332a. Troubleshooting was performed for insulin flow blocked alarm. Customer confirmed insulin did not exit during 5u fill cannula test. Customer reattempted load reservoir/fill tubing process after a complete set change and insulin did not exit. Troubleshooting was performed for hyperglycemic event. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-242a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test dat test and force sensor test. Unit passed sleep current measurement and active current measurement. No unexpected insulin flow blocked alarm noted. All basal profiles delivered. No communication with guardian link transmitted properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. History was downloaded successfully using thump software. The unit connects properly with care link. No communication anomaly noted. No unexpected alarms delivery during prime, basal or bolus delivery noted on download history file. The sc1 cap locks properly into the reservoir compartment. Unit received with scratched case at battery tube side. Unit was not confirmed for possible high bg¿s / under delivery anomalies. Unable to confirm alleged high bgs. No unexpected delivery / occlusion alarms noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.